Event description:
It was reported that the flange detached from the 8.0mm adt flex trach w tube, causing the ventilator to display a low tidal volume of 110-150ml. The issue occurred in a hospital setting. Suctioning was performed but did not improve the situation. The respiratoryrate was 25 breaths per minute, and oxygen saturation was 95%. Upon inspection, the tracheostomy neck plate and tube were found to be separated. The doctor was informed, and the ventilator mode was adjusted to pcv (24) and the tracheostomy surgeon was contacted, at 20:30 the surgeon was assisted in replacing the tracheostomy tube with a new 8.0mm tube. Before the replacement, midatin inj 5mg/cc 5mg ivp stat was administered. The ventilator's fio2 was temporarily adjusted to 100% and then gradually reduced to 35%. Palpation of the neck, face, and chest revealed no subcutaneous emphysema. After the tracheostomy replacement, there was a small amount of bloody sputum, and lung auscultation revealed rales. The patient's breathing was smooth, without the use of accessory respiratory muscles, and the respiratory pattern continues to be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.